Manufacturer narrative:
On 17-jun-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and a hole was identified on the dilator tip. It was reported that when the vizigo sheath was removed from the body, they noticed a hole at the dilator tip. Caller stated no other visible damage to the sheath was noticed. Caller does not believe the hole was there before it was inserted. The procedure was completed by the time the damage was noticed so the sheath was no replaced. There was no patient consequence.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and a hole was identified on the dilator tip. It was reported that when the vizigo sheath was removed from the body, they noticed a hole at the dilator tip. Caller stated no other visible damage to the sheath was noticed. Caller does not believe the hole was there before it was inserted. The procedure was completed by the time the damage was noticed so the sheath was no replaced. There was no patient consequence. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the irrigation hole in the tip area of the sheath was deformed and the tip of the dilator was bumped, no other damage or anomalies were observed. The irrigation hole deformed condition could be related to excessive force or manipulation, and according to the information received, it may have occurred during the procedure with this device; however, this could not be conclusively determined. The bumped damage on the dilator could be related to the hole at the dilator tip issue described by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The dilator issues reported by the customer were confirmed. The potential cause of the irrigation hole and dilator damages could be related to the procedure as stated in the reported event; however, this could not be conclusively determined. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).